Manufacturer narrative:
Updated blocks: b5 and h6. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The field service representative clarified that the issue occurred when the latch was torqued to 2.5 inch pounds, not foot pounds, during preventive maintenance of the device.

Manufacturer narrative:
The fsr completed his preventative maintenance (pm) activities, which included a new latch on the ultrasonic air sensor (uas). He found the new draw latch to fail three times during torque testing. The fsr replaced the draw latch. The unit operated to the manufacturer's specifications. The suspect part was returned to the manufacturer for further evaluation.

Event description:
Upon receipt of the device, the field service representative (fsr) reported that the small piece of latch was splitting when torqued at 2.5 foot pounds. There was no patient involvement.